Manufacturer narrative:
As product was not returned and test strip lot reported with this complaint is expired, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Event description:
Customer reported that on (B)(6) 2014 he was getting "low" readings from his adc blood glucose meter. Customer further reported feeling "weak, cold and nervous on the stomach". Customer reportedly self-treated with aspart insulin (novolog) and glargine insulin (lantus) and then self-presented to a local healthcare facility. At the hospital a reading of 63 mg/dl was received on the adc meter, which was lower than a laboratory result of 86 mg/dl received at the same time. Customer was diagnosed with hypoglycemia and was treated with a glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: a reading of 86 mg/dl is inconsistent with a diagnosis of hypoglycemia and treatment with glucagon. Multiple, unsuccessful, attempts to clarify details in this complaint have been made. The date of manufacture is unknown. The manufacture date is the date when abbott diabetes care became aware of the event. Additionally: the test strips the customer was using expired on february 28, 2013. All pertinent information available to abbott diabetes care has been submitted.